Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz3671 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported via viedoc website "local infection at piccline intersion site" add info rcvd 10/20/2020: the ae is a local (catheter site) infection.